Manufacturer narrative:
Device is an instrument; used for treatment and not diagnosis, not implantable. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During an anterior lumbar interbody fusion at l4-s1 using synfix, the star drive screwdriver did not re-associate easily with the screw when switching back and forth between u-joint and straight drivers. This occurred with the screw penetration up to l5 when working on level l5-s1. This caused the screw head to strip out, leaving the screw sitting proud approx 1mm. Surgeon noted that the flutes of the screwdriver tips were rounding, causing a failure to mate with the star drive screw head recess. A scout vessel guard was applied to protect surrounding vasculature and soft tissue. This is report 1 of 1 for complaint (B)(4).